Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned percuflex urinary diversion ureteral stent revealed that the renal pigtail was flattened, and the device was received cut into two sections at 30 cm from the adaptor section. A cause for this event could not be determined because the circumstances under which the renal pigtail became flattened and separated into two sections cannot be determined based on the information available.

Event description:
It was reported to boston scientific corporation that during preparation to place a percuflex urinary diversion ureteral stent, it was discovered that the distal tip of the device was "flattened." The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "good."